Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected by following the instructions for use which state: the event 5 is detectable and preventable by handling device in accordance with the following IFU. Instruction manual gif-xz1200 operation chapter 3 preparation and inspection: 3.3 endoscope inspection: endoscope inspection as a whole instruction manual gif-xz1200 operation chapter 4 usage: 4.3 usage of treatment devices. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the tip cover is burnt. There was no patient involvement.